Event description:
Customer reported a hospitalization for high blood glucose and diabetic ketoacidosis. The blood glucose at the time of the event was over 400 mg/dl. Customer stated that the blood glucose had been fluctuating. Customer declined troubleshooting for the high blood glucose and stated that she was going to work it out with her doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.